Manufacturer narrative:
H2: additional information ¿h6: health effect - clinical code¿ h3, h6: it was reported that, after a left total hip arthroplasty, the patient experienced pain which worsened after a fall; a CT scan showed significant osteolysis in the proximal femur with a fracture in the greater trochanter. The patient also suffered a pulmonary embolism related to a hematoma in the thigh. The patient underwent a revision surgery to treat this adverse event. During the procedure a pseudotumor was removed and corrosion at the femoral neck junction was found. The patient was transported to the recovery room in stable condition. As of today, the implanted devices, all of which were used in treatment have not been returned for evaluation. A review of the historical complaints data for the alleged devices was performed using batch numbers, part numbers and the reported failure modes to evaluate patterns of repeated failures or defects. Similar complaints have been identified for the head and no other similar complaints have been identified for the liner, sleeve, shell, femoral component and screw. This will continue to be monitored via routine trending, however it should be noted that these devices are no longer sold. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All released devices involved met manufacturing specifications upon release for distribution. The review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, no prior applicable escalation actions were identified for the shell, liner, femoral component and screw. Following the review, prior applicable escalation actions were identified for the head and sleeve and confirmed to reduce associated risks as far as possible. No further escalation actions are required. The available medical documents were reviewed. The patient¿s fall is the likely contributing factor to the patient¿s thigh hematoma that was related to the pulmonary embolism and subsequent ivc filter placement. The reported pain and intraoperative findings of pseudotumor, dark brown and black sludge within the femoral neck and head junction, dark brown, clear fluid, and osteolysis may be consistent with findings associated with an adverse reaction to metal debris and trunnionosis. The reported greater trochanter fracture may also be related to osteolysis but could be related to the fall. However, the clinical root cause of the clinical reactions cannot be confirmed. It cannot be concluded that the reported clinical symptoms were associated with a malperformance of the implant. The patient impact beyond the revision surgery cannot be determined. Based on the information provided, further investigation of the reported complaint cannot be carried out and remains inconclusive. A definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement, loosening of components may increase production of wear particles and accelerate damage to the bone. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.

Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Event description:
It was reported that, after a left tha was performed on the (B)(6) 2010, the patient experienced pain which worsened after a fall; a CT scan showed significant osteolysis in the proximal femur with a fracture in the greater trochanter. The patient also suffered a pulmonary embolism related to a hematoma in the thigh. The patient underwent a revision surgery on the (B)(6) 2019 to treat this adverse event. During the procedure a pseudotumor was removed and corrosion at the femoral neck junction was found. The patient was transported to the recovery room in stable condition.